Manufacturer narrative:
(B)(4).

Event description:
During use of the co2 detector the patient was intubated but there was no change in the color of the co2 detector. The patient was extubated and then reintubated and another detector was used. There was no patient harm.